Event description:
Surgeon commented that coagulation was insufficient on this pulsar 2 as compared to the pulsar 1 he normally uses therefore he switched to traditional electrocautery to complete the case.

Manufacturer narrative:
(B)(4). Eval, method: facility disposed of device. Device is not available for return and inspection. Results: facility disposed of device. Device is not available for return and inspection. Product event: (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.